Event description:
Caller indicated the glucocard expression meter was giving high readings. She took her blood test in the morning using her forearm as a testing site on (B)(6) 2014 and got 207mg then she took insulin based on 207mg reading. A few hours later she started to feel symptoms of feeling low, shaking, cold sweats and seeing black dots. She took a blood test on her finger and received 82mg. Her normal blood readings range 90-150mg. She stated she also receives lantus which she takes in the morning and it works all day. She also takes insulin which is short acting. She stated she ate some peanut butter and sipped on some pop. She stores her meter and strips in her living room. She changes lancets every time she test, uses alcohol to clean area and allows it to dry thoroughly. She is receiving oxygen therapy. She is aware that we do not recommend that she use the meter due to her receiving oxygen therapy twice a day. Sent return label to get product back.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.